Event description:
It was reported that the device was used during a whipple. The device misfired; a larger blood vessel was in the staple line that bled. Unknown how they stopped the bleeding. Gap setting was put in the middle of the green field. Surgeon heard a crunch and anastomosis looked okay but the donuts seemed to be fused together. Patient required seven units of blood. Device was discarded. Patient is currently doing well and has gone home.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.